Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin. Tandem technical support educated the customer that room-temperature insulin should be used. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact on customer's blood glucose level.